Event description:
It was reported that a second surgery was performed to remove a broke piece of guide pin left in the pt's knee. During the initial acl repair, the surgeon cut the guide pin so it would not poke out the end of the screwdriver. The screw broke the remaining guide pin and drove it further into the pt. The surgeon removed the broken piece during the second surgery. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device evaluation. A lot number was requested but not provided, therefore, the device history record review could not be performed. Based on the info provided, the most likely cause of this type of event would include intraoperative modification of the guide pin, too much driver force over the guide pin, the driver tip hitting a flex point of the guide pin, prying and/or leveraging on the guide pin. The potential causes of the event are being communicated to the event reporter. If the device is returned and additional relevant info is obtained, a follow up report will be submitted.